Event description:
Tip broke off and fell into pt and retrieved. Additionally, account stated the physician was doing a laparoscopic appendectomy when one of the tips broke off and fell inside of the pt. The physician had to go back in with a grasper to retrieve the broken piece.

Manufacturer narrative:
The actual device involved in the incident was returned for eval. Upon inspection, it was noted that approx 7mm of one jaw half was fractured. The device is designed with one broad flat-jaw with tungsten carbide insert for dissecting and stripping delicate tissues, and the other fine toothed jaw for securing tissue. The lot code was not provided, however, our records show that a similar device was shipped to this facility in july 2005. Without the lot number, the device history could not be reviewed. A dimensional check was preformed on the thickness of the jaw and was found to meet our current specifications. Without more info on how the device was being used, the root cause cannot be determined. Possible root causes can be, but are not limited to, the device being used outside of its intended use and/or the device being reprocessed or handled in a manner other than described in the instructions for use.